Manufacturer narrative:
Device evaluation: four unused samples were received. Visual inspection showed no discrepancies. Functional testing did not confirm the reported issue. Based on the investigation, the complaint allegation was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed and the message that was displayed on the screen was "cannot start pump with air in line. Prime tubing." The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2ml/hr. Total reservoir volume: 3.8ml. Given: 88.2ml. They did not set up for air detector. They were told during in-service that it was on, the same with upstream sensor. Length of infusion: 46 hours. No cstd was used to fill the cassette. The pump was used to prime the extension tubing. The event occurred at the patient's home. No additional details available. The event occurred while in use with the patient. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.